Event description:
Resident was being transported from bed to chair in a maxilift sling, the sling tore and resident fell. Personal injuries were a huge hematoma on head, bruises on left foot and right knee.